Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched the customer and inspected the unit. To solve the issue, the distribution board and cp bridge were replaced. Based on provided information, stirrer motor malfunction caused damages both on distribution board (causing the error messages e17/21 on patient side) and on cpl pumps because of the overcurrent through the damaged board (symptom: burning smell and e06). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, a heater-cooler system 3t displayed error messages e06 (pump 1 uses too much power) on the cardioplegia side and e17 (pump 2 uses too much power and e21 (pump 3 uses too much power) on both patient displays. The device is unable to run warm and has a burning smell there is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device service history has been conducted, confirming that no similar events have been reported and no concerning trends have been identified. Based on investigation findings, it cannot be excluded that the failure originated from the motors, which may have lost their ability to rotate freely. This condition was likely caused by bearing wear, corrosion, or material degradation, and could have been exacerbated by environmental factors such as water ingress, high humidity, condensation, or elevated temperatures. As a result, the machine may have required an increased electrical load to compensate, leading to an overcurrent that ultimately damaged the distribution board and other associated components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.